Event description:
It was reported that the patient experienced low blood glucose levels every night, followed by elevated levels afterward. The patient stated that they had been elevated earlier in the day and then experienced a low in the evening. The patient reported treating low glucose levels with several handfuls of candy. The agent advised the patient to treat lows with 15 grams of carbohydrates and wait 15 minutes before rechecking glucose levels and treating further if needed. The patient also asked whether the basal rate on the device could be adjusted and was informed that basal rates could not be manually adjusted, but their healthcare provider or trainer could adjust the target range if appropriate. The patient stated that they had been instructed to make all meal announcements as ¿less than usual,¿ which initially worked for a week but later became ineffective. The agent clarified that this approach would only apply when a meal actually required a ¿less than usual¿ announcement. The patient initially declined additional training but later requested to receive it, and training was scheduled. According to the blood glucose questionnaire, the patient¿s glucose levels were affected, with a high above 325 mg/dl lasting approximately four hours. No backup therapy was used, no ketone testing was performed, and there were no recent steroid injections, medical interventions, additional assistance, or immediate health effects reported. The patient also reported a low of 75 mg/dl lasting 10¿15 minutes, again with no backup therapy, ketone testing, medical intervention, additional assistance, or immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.